Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01- MDR 2497664 - MDR 8021545-2026-00130. Additional information - this MDR is being submitted to include the below: d4: lot number, expiration date. H4: manufacturing date. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6011881 was provided. Complaint was classified under malfunction code: leak between site connector and cannula housing - detachment / significant. A query was run in the electronic quality management system (eqms) on 09-mar-2026 against "batch/lot number" "6011881" and similar malfunction codes: leak between site connector and cannula housing - detachment / significant. Leak between site connector and cannula housing detachment / significant. Leakage from infusion site (cannula base part/cannula) (specific cause not identified). Leakage from infusion site (specific cause not identified). Leakage from infusion site (cannula base part/cannula) (specific cause not identified). Leakage from infusion site (specific cause not identified) record database (B)(4) were identified for the same lot and similar related issue. As the count of complaints is (B)(4), which is below stated threshold of (B)(4), no statistical trending analysis is required. A non-conformance (nc)/corrective and preventive action (CAPA) query search was run in the eqms system performed on 09-mar-2026 for against "lot number" "6011881". No records were found with lot 6011881 referenced. Device history record (DHR) review: the device history record (DHR) for lot 6011881 was reviewed. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Retain sample testing: no products or pictures were returned with the complaint to aid in the investigation. Retention samples from lot 6011881 were recovered and tested for complaint (B)(4). All test results were within specification as documented in the attached test report: 6011881 database complaint (B)(4). Complaint test report in the child record database (B)(4). Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues identified. Testing did not confirm the reported issue; no nonconformance identified. Based on the available information and the investigation performed, the complaint will be closed as complaint unconfirmed as analyzed.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in ireland. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The location of the leak at quick release (qr) and is tightly connected. Insulin did not enter through the cannula but instead leaked onto the infusion set and the patient, resulting in no insulin delivery. The blood glucose level was high and the patient was treated with correction via pump. No further information available.